Manufacturer narrative:
This complaint is from a literature source. The following literature cite has been reviewed: kasai y, haraguchi t, kitai t, morita j, tsujimoto m, kasai j, fujita t. Successful transvenous retrieval of an electrode ring dislodged from a novel visualized steerable sheath by inflation of a balloon inside the ring. J cardiol cases. 2023 nov 22;29(2):63-66. Doi: 10.1016/j.jccase.2023.10.007. Pmid: 38362578; pmcid: pmc10865133. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref #: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kasai y, haraguchi t, kitai t, morita j, tsujimoto m, kasai j, fujita t. Successful transvenous retrieval of an electrode ring dislodged from a novel visualized steerable sheath by inflation of a balloon inside the ring. J cardiol cases. 2023 nov 22;29(2):63-66. Doi: 10.1016/j.jccase.2023.10.007. Pmid: 38362578; pmcid: pmc10865133. Objective/methods/study data: authors case report describes a complication unique to the visualized steerable sheath, namely retention of an electrode ring within the right common femoral vein (cfv) lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: vizigo sheath biosense webster devices that were used in this study: n/a. Concomitant non-biosense webster devices that were also used in this study: swartz sheath (st. Jude), 6 fr crossroad sheath (nipro), balloon (shiden hp), mustang over-the-wire balloon (boston scientific) visions pv ultrasound system (termo), sterling balloon (boston scientific). Adverse event(s) and provided interventions possibly associated with unidentified vigizo sheath: qty 1. 82 year old female experienced bleeding which required 4 units of red blood cells (major bleed)( serious injury) from the right external iliac vein where a vizigo electrode dislodged (tip fully separated) and remained in body (foreign body). Physician utilized multiple devices in attempt to remove the vizigo sheath and additionally removed the broken electrode ring (surgical intervention).